Event description:
This complaint is from a literature source. It was reported that two patients with no inducible non-pulmonary vein foci suffered cardiac tamponade resolved by pericardiocentesis during pulmonary vein isolation procedure for paroxysmal atrial fibrillation. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, these events are unrelated to the device and most likely related to the procedure. Title: ¿importance of non-pulmonary vein foci in catheter ablation for paroxysmal atrial fibrillation.¿ the purpose of this study was to assess the paroxysmal atrial fibrillation ablation strategy for non-pv foci. The study was conducted between september 2009 and june 2011. Other adverse events were reported in this article: - 1 patients cardiac tamponade; suspected device is 3.5-mm or 4-mm tip open-irrigated thermocool ablation catheter, however catalog and lot number are unknown. Bwi opens this complaint under thermocool ablation catheter.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products used during this clinical study: carto 3 mapping system. Other company¿s devices were used during this study: ensite (navx, st. Jude medical), cool path catheter (st. Jude medical) (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same article. (B)(4). The devices were not returned to bwi.